Event description:
The olympus representative on behalf of the customer reported to olympus, the evis eus ultrsasound gastrointestinal videoscope was reprocessed by the facility staff with an oer-6 where the acecide was not replaced for a long time, exceedingly over one month. The customer stated the oer-6 had worked 70 times. There were no reports of patient harm, and no patient health hazards have been reported to the facility. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 1 year since the subject device was manufactured. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the cause of the device being reprocessed by the facility staff with an oer-6 where the acecide was not replaced for a long time, exceedingly over one month. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the cleaning, disinfection, and sterilization (cds) was performed by the customer, it was stated that pre-cleaning is being performed following the olympus poster. The endoscope is being leak tested prior to manual cleaning using the olympus oer-6, the endoscope channel is being brushed during manual cleaning using olympus reusable / disposable brushes, the automated endoscope reprocessor (aer) used was the olympus oer-6, and there have not been any problems with the aer. The disinfectant used was aceside, there have been no changes to the facilities reprocessing personnel since the last onsite visit by the olympus endoscopic support specialist (ess), and the endoscope is being stored in a storage for endoscopes after reprocessing.